Event description:
Device malfunction: plunger failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of perclose at device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the foot was deployed and the device was retracted, the plunger would not depress completely. The device was removed and hemostasis was achieved using a second perclose at device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.